Event description:
It was reported that during a transarterial chemoembolization (tace) treatment procedure, the catheter coating was peeling. The target location for treatment was in the hepatic artery. Intermittent flush was maintained and resistance was met while inserting the renegade fiber braided microcatheter into a 5fr non bsc guide catheter. The renegade became stuck as its distal tip emerged from the guide catheter. The device was removed from the guide catheter and when examined outside of the patient, the physician noted the surface of the renegade was textured. The catheter was cleaned with saline and it was noted "there were a lot of trace like a burst blister at from the hub to the distal tip". After wiping it down with gauze, it was noted that the coating of the renegade was peeling off. It is unknown if any coating fragments were inside of the patient. The procedure was completed with a different device. There were no patient complications reported and the patient's status is good.

Manufacturer narrative:
Device evaluated by MFR: analysis of the returned device revealed there was a large amount of blood present on the catheter shaft and within the catheter hub. Visual and microscopic inspection identified severe coating damage. A coating confirmation test was performed and confirmed the presence of coating, however there was severe coating damage evident all along the catheter. There was evidence of missing coating along the shaft and areas of rolling coating. An appropriate sized mandrel was advanced through the hub and resistance was experienced due to the high volume of blood present within the catheter shaft. A large amount of blood expelled from the catheter at this point. All dimensions which were measured were found to be within specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered user related as the dfu states "to achieve optimal performance, it is recommended that continuous flow of appropriate flush solution be maintained between a) the renegade fiber braided microcatheter and guiding catheter and b) the renegade fiber braided microcatheter and any intraluminal device. Continuous flushing aids in preventing contrast crystal formation and/or thrombosis on the intraluminal device and inside the guiding catheter and microcatheter lumens." (B)(4).

Event description:
It was reported that during a transarterial chemoembolization (tace) treatment procedure, the catheter coating was peeling. The target location for treatment was in the hepatic artery. Intermittent flush was maintained and resistance was met while inserting the renegade fiber braided microcatheter into a 5fr non bsc guide catheter. The renegade became stuck as its distal tip emerged from the guide catheter. The device was removed from the guide catheter and when examined outside of the patient, the physician noted the surface of the renegade was textured. The catheter was cleaned with saline and it was noted "there were a lot of trace like a burst blister at from the hub to the distal tip". After wiping it down with gauze, it was noted that the coating of the renegade was peeling off. It is unknown if any coating fragments were inside of the patient. The procedure was completed with a different device. There were no patient complications reported and the patient's status is good.

Manufacturer narrative:
(B)(4).